Event description:
It was reported that the guide wire jammed in the trocar.

Manufacturer narrative:
A lot history review (lhr) of huxg1673 showed no other similar product complaint(s) for this lot number. This complaint is confirmed and will be reported as user related. Upon receipt at bas, the complaint sample showed the guidewire to be lodged inside the yellow hub 20 gauge introducer needle. The exposed wire shows the outer coils to be stretched and elongated. During removal of the wire from the introducer needle, the outer coils became further elongated and stretched. The wire was than removed from the introducer needle. The center coil wire at the distal end has broken away from the weld tip. It should be noted that the distal weld tip is lodged inside the introducer. Attempts to remove the distal weld tip were unsuccessful. A yellow hub 20 gauge introducer needle from the bas lab was used to thread the undamaged end of the guidewire. The proximal end of the guidewire was then threaded through the needle. The wire traversed through the needle with no difficulty. It should be noted that located at the damage end the wire is encrusted with a solidified residual material. This encrusted residual material has inadvertently impeded the wire from traversing the length of the introducer needle. The guidewire has fractured due to excessive tensile stresses. No manufacturing defects were noted on the wire or the catheter.